Manufacturer narrative:
The complainant was unable to provide the suspect device lot #; therefore, the device manufacture date and the expiration date are unk. These codes were selected by the manufacturer based on info obtained from the user facility. According to the complainant, the suspect device has been disposed off and is not available for return. The root cause of this complaint will therefore be classified as operational context. This failure occurs due to contact with a sharp exterior source such as a calcified lesion, surgical staple or sutures, etc, or as a result of damage to the balloon during insertion through the scope. The most probable root cause aligns to the complaint description which states: "it ruptured on a staple line." (B) (4).

Event description:
It was reported to boston scientific corp on (B) (6) 2009 that a c.r.e esophageal/pyloric wireguided balloon dilatation catheter was used during a colonic dilation procedure. According to the complainant, during the procedure, the balloon ruptured. No fragments detached from the balloon. The balloon ruptured on a staple line placed during a previous surgery. The procedure was completed with another c.r.e esophageal/pyloric wireguided balloon dilatation catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.